Event description:
It was reported that the patient experienced diaphragmatic stimulation. The event is considered to have occurred due to slight displacement of the left ventricular (lv) lead. The device was reprogrammed and the lv lead remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.